Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to a high blood glucose on (B)(6) 2017. The customer reported unable to lower blood sugars and the emergency medical services was called out and transported the customer to the hospital. The blood glucose value at the time of admission 648 mg/dl plus. The customer had symptoms of feeling extremely sick. The customer was treated for the high blood glucose level with an insulin drip for two days. The customer was wearing the pump at the time of the hospitalization. The customers current blood glucose level was unknown. The customer states the high blood glucose began on (B)(6) 2017. The customer states the issue was caused due to bent cannulas. The customer was unable to complete troubleshooting the infusion sets were thrown away. The insulin pump will not be returned for analysis.